Event description:
Pt rep called back to address the letter that they received. Pt rep reported pt tried to use the ins one day and they felt high heat in their body, so they turned it off and never used it again. Pt rep the issue was first noticed after pt's implant surgery, which would be around (B)(6) 2024. Pt rep reported they were planning to remove the ins on (B)(6) 2025. Pt rep reported that the patient was miserable at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient's ins has not been turned on or used in quite some time. When asked for more details, the caller indicated that the notes said the device never worked and when it was turned on it caused high heat so the patient never used the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.